Event description:
Caller reported experiencing a cartridge alarm, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to customer¿s blood glucose level. Customer continued using their current pump but employed a multiple daily injections (mdi) regimen as backup therapy, while tandem technical support arranged to replace the customer¿s pump and provided necessary instructions for transition to the replacement.